Event description:
Our rep has received a report from a facility in (B)(6), which states that as the carers were turning a female pt to one side with the bed in its highest position, the pt's one leg ended up outside of the bed perimeter. The bed then started to tip over to one side as though it was about to turn over. The pt is about (B)(6); the carers were able to hold the bed down with their own weight. This has happened before, the reason for reporting it this time is because one of the carers has hurt her leg (no report from the facility of the injury requiring medical attention).

Manufacturer narrative:
The actual bed has been inspected by one of our service engineers and was found to be performing to spec both electrically and mechanically. The event appears to have been caused by the wrong selection of bed for this pt's size and shape. The lateral stability of this type of bed has been tested and remains stable with an offset load of 225 kgs (495 lbs) without problem. In this case, when the carers pushed the pt to the one side of the bed, the pt's leg fell outside of the bed perimeter changing the center of gravity, thus making it unstable. The root cause is a moving and handling issue at the hosp whose staff appear to have misjudged the handling of moving a pt who is very difficult to maneuver.